Manufacturer narrative:
Reference code ae-qas-sp43. Device name collect.no.qas spine interbody fusion. Serial number n/a. Batch number unknown. UDI device identifier unknown. UDI production identifier unknown. Basic UDI-di n/a. Unit of use UDI-di unknown. Manufacturing date unknown. Investigation: no product at hand. Pictorial documentation: no product at hand. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Explanation and rationale: with the lack of information and no product available for analysis, a definitive root cause for the problem cannot be determined. Corrective action: there is no CAPA necessary.

Event description:
No updates.

Manufacturer narrative:
If additional information or investigation results become available, a supplemental MDR will be submitted.

Event description:
It was reported that there was a postoperative issue with an activl implant per information received via a safety survey. The original implantation was performed on (B)(6) 2020; unspecified products were used in the area of l5-s1 (spike endplate, inlay 8.5 mm - estimated percentage of endplate coverage was 90%). Bone wax was not used during the procedure. Nonsteroidal anti-inflammatory drugs had been used as treatment. Subsidence and device migration occurred. The migration of the endplate was noted 2 weeks after the surgery. The devices were not explanted. The patient condition was stable and overall clinical outcome was good. Additional information has been requested but has not yet been received.